Manufacturer narrative:
Fowler, crest to crest spring.

Event description:
It was reported by service report that the fowler was difficult to raised and lowered due to the crest to crest spring being out of place. No pt involvement or adverse consequences are reported.